Event description:
It was reported that inadvertently the customer delivered a manual bolus of 10 units via the pump and customer's blood glucose level lowered to 40 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous (50%) glucosamine. Low bg resolved and there was no permanent damage. After 5 hours, customer was discharged from the ER. There was no reported issue with the pump, cartridge, infusion set, or insulin. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.